Event description:
A customer reported their AED will not speak. The customer did not report this occurring during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer confirmed the reported issue. The AED displayed service code 5310, which corresponds to a failed speaker test.